Event description:
The patient reported that they were getting overstimulation and a surging sensation from their implantable neurostimulator (ins) when laying down. They would have to manually turn the stimulation down. They felt like a slave to the machine since they had to manually adjust the stimulation daily to get the correct amount of stimulation. The patient was interested in adaptive stimulation. These issues had been present since implant. The patient was implanted for lumbar radiculopathy.

Event description:
The patient mentioned that their battery went dead before. The patient was notified that it was overdischarged and the patient stated that they did not have to have it reset as it just needed to be charged again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.